Event description:
According to staff personnel, during the set up for a pediatric laparoscopic gastrotomy tube placement the pack for the back table was the only item open at the time. The surgical tech student was organizing the supplies on the back table, under the supervision of his/her preceptor and found a forcep located in a blue bowl in the pack. Since there were no other supplies opened at this time, it was concluded that the forcep came from the sterile pack. We called our supervisor to find out the course of action and were told to take it all down and start over. Lacking proper sterilization parameters, we could not confirm that the forcep was truly sterile. This all took place before the patient arrived at the room.